Manufacturer narrative:
Age at time of event 18 years or older (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a unspecified treatment procedure, withdrawal difficulties and a shaft break occurred. The stenosed, target lesion was located in the calcified proximal superficial femoral artery. The 3.0x60/135 (4 french) sterling monorail balloon became stuck in the lesion. The device could not be advanced or withdrawn and the shaft of the balloon broke at the monorail connection. The distal section of the device was successfully removed from the patient when the non-bsc guide wire was withdrawn. The patient's status is unknown. Additional information has been requested and is not available.